Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked at approximately 5.0 cm from the proximal end. The embolization coil was intact with the pusher assembly and had offset coil winds at its distal tip. Coagulated blood was observed inside the introducer sheath. The embolization coil was advanced approximately 2.0 cm distal to the introducer sheath. Conclusions: evaluation of the returned pod pc revealed a functional device. During functional testing, the returned pod pc was able to be advanced through its introducer sheath and a demonstration lantern with resistance due to the offset coil winds on the embolization coil. The lantern identified in the complaint was not returned for evaluation; therefore, the root cause of the resistance experienced during the procedure could not be determined. Further investigation revealed a kink on the pusher assembly, coagulated blood inside the introducer sheath and offset coil winds on the distal end of the embolization coil. These damages were likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the hepatic artery using pod packing coils (pod pc). During the procedure, the physician experienced resistance while advancing a pod pc within the introducer sheath. Subsequently, the pod pc was advanced against resistance and became stuck past hub of a lantern delivery microcatheter (lantern); therefore, it was removed. The procedure was completed using a new pod pc and the same lantern. There was no report of an adverse effect to the patient.